Manufacturer narrative:
(B)(4). Brand name corrected to arrow cvc set: 4-lumen 8.5fr x 16cm. Catalog# corrected to cv-12854. The customer did not return a complaint sample; however, they supplied a photo showing an extension line that was observed to be kinked or bent. However, it cannot be determined without the sample to evaluate if the extension line is occluded. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the extension line was blocked was not confirmed through examination of the customer supplied photo. The image an extension line was kinked; however, the actual complaint sample was not returned for evaluation and it could not be observed if the line was blocked. The device history records for the catheter was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the blocked catheter could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "the lumnia kinks and moves to easily, with the effect of closing off. Medication will not reach patient.".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that "the lumnia kinks and moves to easily, with the effect of closing off. Medication will not reach patient."